Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had experienced a malfunction, and could not be reprogrammed. The patient reported feeling a "mini-shock."